Event description:
It was reported that the pump has a "weak battery". There was no reported impact to the customerl. Customer declined further troubleshooting at time of report, and no additional corrective actions or outcomes were documented.